Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: mentor smooth round moderate, profile 475cc saline, catalog #: 3501680, lot #: 6002069. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an unknown procedure with mentor smooth round moderate profile 475cc saline breast prostheses. Deflation of the left breast prosthesis and bilateral capsular contracture grade iii were identified. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implant 600c gel breast prostheses on (B)(6) 2017.this medwatch form is for the right breast prosthesis.

Manufacturer narrative:
Upon receipt by mentor, the device was contained no fluid. During evaluation a crease was observed on the posterior aspect. No other anomalies were discovered. Capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. According to the information provided, product evaluation concluded the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).